Event description:
William cook (B)(4) reported for the customer, "5.5 cm of the catheter was in the pt's pulmonary artery." Add'l info received (B)(4) 2012: an injection into the port induced infraclavicular pain. The port was in the chest area. A chest x-ray identified a detached fragment of the catheter. It had left the superior vena cava position and traveled through the right side of the heart into the proximal pulmonary artery. The pt was then transferred to another hospital where the fragment was retrieved by endovascular technique that evening. The device portion was retrieved by an endovascular technique at another hospital and a replacement port inserted. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Engineering reported, "a standard titanium port body, catheter lock and two segments of silicone catheter (11 and 7 cm) were returned. Each of the catheter segments had an end that had a highly elliptical cross section. The facing surfaces of the elliptical sections displayed a rough surface with no burnishing." Engineering stated, "the severe cross section and surface finish of the catheter surface indicate that the fracture happened over a short period of time due to the catheter being pinched between two ridged bodies." Engineering stated, "none. No non-conformances were found during the investigation."